Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead and the right ventricular lead exhibited noise reversion episodes. The right ventricular lead also exhibited high impedance and high capture threshold. On (B)(6) 2017, both leads were capped and replaced. The patient was stable prior, during, and post operation.